Event description:
In 2004, had partial hysterectomy for very large fibroids. Method used was laparoscopic power morcellation. About 1 year later, I started experiencing severe stomach pain, primarily on lower right side of abdomen. Pain was sometimes incapacitating and would require bedrest. Over the next 4 years, I saw both primary care, obgyn and gastro dr, had 2 cat scans, multiple ultrasounds and a colonoscopy with no significant findings. Took various medications and birth control for relief of monthly symptoms. Finally, obgyn suggested exploratory surgery and thought that ovary was going to need removal. During surgery, he found ovary to be normal and started looking further. He found growth on intestine and called in surgeon for further assistance. Surgeon removed growth from small intestine and also removed appendix. Growth was examined and found to uterine tissue with endometrial lining attached to it. It had implanted itself on my small intestine after being left in abdomen following hysterectomy morcellation procedure, 4 years earlier. Since my ovaries were still active, every month during menstrual cycle, this piece of uterine tissue would bleed and contract on my intestine, causing extreme pain. I was never told of these possible risks and complications. I am concerned that additional pieces of tissue may still be in there and are the cause of other abdominal pains and issues.